Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) four years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no composite signal occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, a video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no composite signal due to a faulty printer circuit board. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, in addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the footswitch was not working due to the connector being disconnected inside. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.